Event description:
Claimant, through counsel, alleges that she was implanted with cartiva on the right side on (B)(6) 2020 and revised on (B)(6) 2024 due to osteoarthritis and failed implant arthroplasty.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.